Event description:
It was reported that balloon rupture occurred. The stenotic target lesion was located in the mildly tortuous right lower arm fistula. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complications nor injuries were reported.